Manufacturer narrative:
E.3 other occupation: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of srm reading cold but independent probe is reading in range was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that smart remote manager was reading out of range temperature. Power off main pyxis station and replaced glycol temperature probe bottle. Rebooted station, new device caught up in temperature. All tested successfully. During dchu visual inspection. P/n 136355-01: was received with signs of thermal damage along the cable. During dchu testing: p/n 136355-01: the testing from dchu was not necessarily due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of srm reading cold but independent probe is reading in range was due to a faulty assy srm buffered temp probe caused by thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was reading out of range temperature. As per part investigation, it was determined that there was thermal damage observed on the assy srm buffered temp probe. There were no adverse events or injuries reported based on this event.